Event description:
On (B)(6) 2018, the patient/lay user contacted lifescan (lfs) (B)(6), alleging that her onetouch verio vue meter was reading inaccurately high compared to her feelings/normal results. The complaint was classified based on customer service representative (csr) documentation. It is unclear from the documentation when the meter issue began, the patient alleged that her normal results were around ¿100 mg/dl¿, but that she had obtained a results of ¿a little over 210 and 198 mg/dl¿ the patient reported that she had developed symptoms (unknown date and time) of ¿sweating¿, which she had treated with ¿sweet things¿. At this stage during the call the csr became concerned regarding her physical condition, and felt it was unfair to carry on with any further questions. During troubleshooting, the csr noted that the control test had been manually selected. Csr noted the patient did not have control solution. Replacement product were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event while using the product. Although the patient¿s symptoms may have occurred prior to them obtaining the alleged inaccurate results, the alleged meter issue could not be ruled out as a cause or contributor to the event.